Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -11.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was implanted upside down and intraoperatively the lens was removed with no patient injury. On (B)(6) 2023 a replacement lens of the same length/power was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).